Manufacturer narrative:
Evaluation summary: the unit was returned to analysis site due to error 1 occurs on every single power up. The analysis confirmed the customer complaint and replaced the main pcb to correct the customer complaint. Per service manual, performed calibration and tests with the unit passing all tests.

Event description:
It was reported that prior to the total lap hysterectomy, an error code displayed. The generator was replaced and the case was completed without any patient consequence.